Event description:
Please void the report from your database because patient limp was due to a foot brace from recent foot surgery and the patient was not given any treatment for the left hip at her 4-year visit. The pain medication are prescribed for the foot. No medical intervention to treat the left hip. This event will be classified as not a complaint in our database.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Please void the report from your database because patient limp was due to a foot brace from recent foot surgery and the patient was not given any treatment for the left hip at her 4-year visit. The pain medication are prescribed for the foot. No medical intervention to treat the left hip. This event will be classified as not a complaint in our database. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: shell with uni-hole porous 48 mm o.d., catalog #: 00875704800, lot #: 62771126; item: neutral liner 32 mm i.d. Size gg for use, catalog #: 00885100832, lot #: 62777182. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. An e-mail requesting the following additional information was sent on month day, year to the appropriate representatives: has there been any medical intervention and / or prescription to treat the pain? Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Event description:
It was reported that the patient went to the doctor due to pain in the hip.